Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. Analyst commented, the lead was returned with the hybrid wire stuck in the lead. There was a large volume of blood ingress into the lumen during the attempted implant, and it is likely that the hybrid wire became stuck when the blood dried, preventing any further movement of the hybrid wire. When the hybrid wire was removed during analysis the coil on the ¿floppy¿ end was unwound. Fragments of the floppy end of the hybrid wire remained in the lead when the hybrid wire was removed. The lead lumen was completely obstructed by the dried blood. The guidewire insertion test could not be performed. By design, left heart leads are manufactured with a septum in the distal tip that will sometimes allow blood ingress. (B)(4).

Event description:
It was reported that during the implant procedure, while attempting to place the left ventricular (lv) lead, the hybrid wire could no longer move in the lead. The lv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.